Event description:
Customer in another country reports receiving erratic readings in blood glucose tests. Customer received a reading of 9.8 mmol/l compared to a lab reading of 5mmol/l within 10 minutes. The meter reading was performed on the finger. The results when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. There was no report on death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.